Event description:
It was reported that this patient has a history of inappropriate shocks and has recently received an inappropriate shock due to t-wave oversensing with occasional p-wave oversensing. Ts discussed checking alternate sensing vectors and consider imaging. The system remains in service at this time. No adverse events. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered additional inappropriate shock therapy due to p and t-wave oversensing. It was noted the patient was undergoing dialysis treatment. The patient has had a history of morphology changes that were suspected to be related to an electrolyte shift nearing scheduled dialysis treatments. Programming changes to the primary sensing vector were being considered. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this patient has a history of inappropriate shocks and has recently received an inappropriate shock due to t-wave oversensing with occasional p-wave oversensing. Ts discussed checking alternate sensing vectors and consider imaging. The system remains in service at this time. No adverse events.